Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-19214. Lithium clusters were observed during the analysis. No additional analysis is necessary

Event description:
It was reported that a sudden battery depletion was observed. Subsequently, the device was explanted and replaced. The patient condition was fine.